Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with single vessel disease (svd). Vascular access was obtained via the femoral artery. The 95% stenosed, 20mm x 3.0mm, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. A 3.00x20mm promus element plus drug-eluting stent was then advanced but resistance was encountered while crossing the lesion. After several attempts, the device crossed the lesion and was successfully deployed. Following post-dilatation with a non-bsc balloon catheter, angio shoot was performed and a dissection was noted at the distal end of the lesion. To cover the dissection, another 3.00x20mm promus element plus stent was deployed and the procedure was completed. No further patient complications were reported and the patient's status was stable and responding well to medications.